Event description:
It was reported that on (B)(6), the catheter was inserted on an acmi pt and just after insertion, alarms were generated repeatedly by pt movement. Migration of the iab was noted. On (B)(6) the pump stopped and alarms were generated. It was thought that pumping was stopped for at least an hour. When catheter removal was attempted, blood was noted inside the catheter. The iab was removed and therapy completed. On (B)(6) the pt died of myocardial infraction. The surgeon stated that the pt death was not attributed to the iab catheter or pump. The pt was old and had multiple organ failure prior to iabp therapy.

Manufacturer narrative:
The device has been returned but an eval has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the results. (B)(4).